Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the instrument was going through the port during laparoscopic bypass, the seal was sticking to the instrument. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted the obturator, trocar, circular and envelope seals appeared intact. The protective sheath on two of radially expandable sleeves was cut. The other radially expandable sleeve appeared intact. Pmv performed functional testing; the devices passed an air leak test. The obturators were inserted and removed cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the radially expandable sleeves may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the instrument was going through the port during laparoscopic bypass, the seal was sticking to the instrument. The port remained in place during surgery. There was no patient injury.